Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, four (4) units exhibited sleeve leakage. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, four (4) units exhibited sleeve leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd received 528 samples for investigation. Out of these, ten samples were randomly selected and subjected to functional tests to assess the functionality of the device. All samples passed testing, with no evidence of side pierced sleeves, poor sleeve recovery, sleeve fall off, or sleeve leakage observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.